Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 497 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with bolus wizard. Customer's blood glucose value was 497 mg/dl at the time of the call. Customer reported that the high blood glucose levels began right before making call and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there were many air bubbles in infusion set. There were no site or insulin issues. The device settings were correct. Troubleshooting was performed for air bubbles and bubbles persisted after set change during troubleshooting for high blood glucose. Customer was advised to monitor issue and call back should issue persist.